Event description:
It was reported a clearlink system non-dehp solution set leaked from the drip chamber. The event occurred during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent fictional testing including, dimensional and pull testing, and the set performed according to product specifications. During leak testing a leak was observed between the vented spike and tubing. The solvent met specifications as well. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A nonconformance has been opened to address this issue.